Event description:
Pt underwent elective repair of an unruptured middle cerebral artery aneurysm via endovascular coil technique. A 6 french right femoral artery sheath was used for groin access. As per standard technique, pt was on dual antiplatelet therapy, and was heparinized for procedure. A 6 french mynx mynxgrip vascular closure device (lot f1212404) was deployed as per manufacturer's recommended technique to seal arteriotomy. No site bleeding was apparent, and case was completed at 10:40. Pt was extubated and following commands at 10:50, moving all four extremities well. At 11:10, pt became massively hypotensive and unresponsive secondary to low blood pressure. Immediate fluid resuscitation, pressors and blood products were given to treat systolic blood pressure as low as 30s per radial arterial line. Arterial blood gas was hct was 10 at this time. Once stabilized, CT pelvis showed massive hematoma originating from right femoral artery puncture site; emergency angiography showed no evidence of ongoing extravasation. Hence, the mynx closure device failed, leading to exsanguination of pt and near-death. Head CT following day showed evidence of infarction within right middle cerebral artery distribution. Upon extubation on post-op day #3, pt has profound left hemiparesis, and is awaiting transfer to rehabilitation.